Manufacturer narrative:
The actual sample was returned and evaluated. The fracture was observed in the body of the needle. Visual examination also revealed that the needle breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy on (B)(6) 2015 and suture was used. During the procedure, the tip of the needle broke off inside the patient and was not retrieved. X-ray was performed and could not locate the tip. Additional information has been requested.